Event description:
Hospital report: "water bag was changed and the unit stopped working. Troubleshot equipment and instruction manual indicated internal component failure. Pt was placed on different unit. No harm came to the patient. Biomed tagged, removed, and will test the device." Manufacturer report: vapotherm has not had any contact from the hospital requesting to file a customer complaint or request service. Vapotherm contracted the hospital and was told the unit was tested by the biomed. He could not find anything wrong with it and placed it back in service. There has been no further issues with this unit since then. Issue appears to have been caused by user error.